Event description:
Same case as MDR ID# 2134265-2015-04259 and 2134265-2015-04346. It was reported that automatic pullback failure occurred. The motor drive unit 5 (mdu5) was used in conjunction with an imaging catheter and a sled. During the procedure, the mdu5 failed to perform automatic pullback. Performed manual pullback to complete the procedure. No patient complications reported and patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Bsc ID (B)(4). Tw# (B)(4).